Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise which lead to 5 inappropriate shocks. Pocket manipulation was done and no noise was recreated. The leads measurements were all within normal ranges. The physician thought it might be header related, so the device was explanted. Post explant the new device and chronic rv lead still showed noise. The rv lead was later explanted and replaced and now there is no longer noise present. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.